Event description:
A user facility reported to the distributor that a physician treated a patient with a thermage cpt tip. During the end of the treatment, the doctor checked the treatment tip and cpt equipment and found no abnormality. The doctor continued the treatment. After the skin cleaning and treatment, the doctor found the epidermis slightly broken on the left forehead and left cheek during skin cleaning after treatment. The doctor immediately applied ice pack on patient¿s face. Erythromycin eye ointment was applied to the broken area to prevent infection. The doctor patient was instructed to use epidermal growth factor gel for one week with the use of medical cold compresses for skin repair. The patient''s current status was reported as scabbed and recovering with no permanent scar expected. The case was reviewed by the medical reviewer and the case was deemed as not serious.

Manufacturer narrative:
Datalogs were reviewed and based on the evaluation of the data, the handpiece and system performed as expected. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should the system be outside of the acceptable limits. The review of the system/data logs does not indicate there is any handpiece or system issue present. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. The tip was evaluated by service and confirmed burnt trace on the tip surface. The tip passed the flow, leak, and thermistor tests. The tip failed visual inspection due to burnt trace on the tip surface, as dielectric breakdown was observed. Functional testing was unable to be performed due to the burnt trace. Defects on the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area and can potentially cause patient burns. Investigation found radiofrequency trace on the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radiofrequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Both the thermage user manual and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. According to thermage cpt system technical user¿s manual, burns are a known possible side effect of treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record. Based on the available information, this event was most likely caused by damage on the tip membrane along the radiofrequency trace. There is an existing CAPA for the radiofrequency trace damage for the thermage cpt tips.